Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The pump was reset and the cartridge was reloaded, and insulin delivery was resumed. The customer's blood glucose was 115 mg/dl.